Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1998 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior repair and elimination of bladder infections. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and severe emotional distress. It was reported that the patient underwent revisionary surgery on (B)(6) 2009 due to extrusion and shift of mesh requiring revision. Patient also had mesh removal on (B)(6) 2012 due to infections, inflammation and foreign body giant-cell reaction to mesh material. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent exploratory laparotomy, evacuation of hematoma, control of vaginal bleeding, abdominal washout on (B)(6) 2012 by dr. (B)(6) at (B)(6) clinic due to anemia, postoperative hemorrhage. It was reported that patient underwent interstim sacral nerve implant on (B)(6) 2000 by dr. (B)(6), due to urinary urgency and frequency, voiding dysfunction, dyspareunia, and vulvar vestibulitis.

Event description:
It was reported that patient underwent exploratory laparotomy, evacuation of hematoma, control of vaginal bleeding, abdominal washout on (B)(6) 2012 by dr. (B)(6) at (B)(6) clinic due to anemia, postoperative hemorrhage. It was reported that patient underwent interstim sacral nerve implant on (B)(6) 2000 by dr. (B)(6), due to urinary urgency and frequency, voiding dysfunction, dyspareunia, and vulvar vestibulitis.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress incontinence and nocturia.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1998 and a mesh was implanted. It was reported that on (B)(6) 2009 the patient underwent a gynecological procedure and a mesh was implanted due to recurrent vaginitis and vulvodynia. No additional information was provided.